Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). Following predilation, a 4.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. Following post dilation, the physician realized that the stent was not in the vessel. The scrub technician noticed that the stent remained on the stylet. The procedure was completed with a veriflex¿ stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted and stretched. The product stent protector was returned for analysis with the device and the inner diameter met specification. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure. The balloon wings were disturbed from their folded positions and solidified media was evident inside the balloon chamber. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinking on the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). Following predilation, a 4.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. Following post dilation, the physician realized that the stent was not in the vessel. The scrub technician noticed that the stent remained on the stylet. The procedure was completed with a veriflex¿ stent. No patient complications were reported and the patient's status was fine.